Event description:
The customer reported obtaining suppressed (no results generated) modular creatinine (crem) results flagged with erratic adc (analog to digital conversion) errors from the unicel dxc 800 pro synchron system. The customer discovered three (3) erroneously low crem results through delta check. The customer repeated the samples on the same analyzer and obtained higher crem results. The customer did not report any issues with other analytes. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Quality control results obtained on (B)(6) 2014 were within the customer's established ranges.

Manufacturer narrative:
A beckman coulter customer technical support assisted the customer with troubleshooting over the telephone but the issue was not resolved and a beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced multiple hardware components related to sample handling on the modular side of the analyzer to resolve the issue. Although the specific cause of the event is unknown, the fse replaced multiple hardware components related to the creatinine cup module and sample handling hardware components on the modular side of the analyzer.